Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No frozen screens noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received cracked case at lcd window corners. The pump was received with missing end cap sticker. The pump was received with broken battery tube threads.

Event description:
The customer reported via phone call that they experienced frozen screen and damage on the insulin pump. The customer's blood glucose reading was 257 mg/dl. The customer received button error when she took a bolus. The customer stated that the pump was damaged. The insulin pump was returned for analysis.